Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called for assistance with changing his infusion set. Customer is new to infusion pump therapy. After customer gets through the rewind process, he started to get low blood glucose. His reading was 63 mg/dl. Paramedics were called to assist customer with his blood glucose. Customer had another low blood glucose event, he was taken to hospital. The blood glucose reading was 40 mg/dl. Customer stated that he rewinds the insulin pump while connected. Advised customer the importance of disconnecting during the prime/rewind process. Customer will monitor the blood glucose readings. Nothing further reported.